Event description:
It was reported that during a ptca procedure in the right coronary artery (rca), catheter removal difficulties were encountered. The physician was torquing the 6f mach 1 guide catheter and it became kinked. During removal, the kinked portion became hung up on the introducer sheath. The physician cut the guide catheter. He then inserted the guidewire back into the portion of the catheter still in the patient's body and removed the catheter and wire together. Procedure was completed with another of the same device. There were no complications to the pt whose status is reported as "ok".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental report will be sent following the device analysis.